Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with shock therapy for a sinus tachycardia rhythm by the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.